Manufacturer narrative:
Evaluation summary: additional information indicated the type handpiece that was used with the lens. The lens diopter was not provided. It is unknown if this combination was qualified. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested.(B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract with intraocular lens (iol) implant procedure, the case proceeded normally until the lens insertion, utilizing a cartridge and handpiece. The surgeon felt the iol was "stuck", then scraped the endothelium and descemet's membrane when it was released from the cartridge. Additional information has been requested. There are two medical device reports associated with this event. The first report is for the iol and the second report is for the cartridge.